Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion set fell off during use events between 01-may-2024 to 31-may-2024. The infusion sets had been used for about 24 hours. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.